Event description:
It was reported that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 36 % quick. The patient performed measurements with the meter at unknown times, resulting in values of 19 % quick and 21 % quick. The patient's therapeutic range is 2 - 3 inr.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Initial reporter occupation - the occupation is patient/consumer.